Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an "air flow zero" issue. It was unknown how the issue was found. No patient or user harm reported. Additional information was requested. The investigation is ongoing.

Manufacturer narrative:
Upon further investigation, this medwatch report was inadvertently submitted. The following has been reported it was confirmed that the device was not in clinical use when the issue occurred. The issue is air flow accuracy test failure. Therefore, this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue reported does not meet the criteria of reportability as it could not cause or contributed to a death or serious injury.